Event description:
The constrained liner impactor broke when impacting the constrained liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual examination confirmed the reported event. The plastic surrounding the threaded mating hole was fractured and the helicoil has been partially pulled out of the device. Heavy gouging was observed surrounding the threaded mating hole. The damage indicates the impactor handle was not fully threaded into the impactor tip before use. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the reported lot. The investigation concluded that the impactor tip damage was caused by user misuse.

Event description:
The constrained liner impactor broke when impacting the constrained liner.